Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally and the procedure was done under local anesthesia. Magnetic resonance imaging (MRI) showed that most of the gel is in the correct location. Some of the gel was injected at the apex, under the posterior prostate capsule and pushing against the posterior urethra. There were no patient complications reported as a result of this event. The patient condition was reported to be stable and is ready to undergo external beam radiation therapy (ebrt).